Event description:
Healthcare professional reported problems with qupid one step pregnance test. Negative urine screens for hcg were obtained; however, pregnancy was confirmed when serum was drawn and sent to the lab.

Manufacturer narrative:
Retain sample testing pending.